Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
(B)(4). The history log for this device showed that the pad-pak was first installed on the 1st march 2010 and that it had performed to specification up to the 4th march 2012. Later on the 4th march 2012 the device begins to record multiple manual power ups, mainly under one minute duration. These multiple manual power ups along with one ten minute manual power on, continue up to the last log entry on the 24th november 2015. During this time the pad-pak was removed and re-installed on two occasions for periods of up to 40 months. These multiple manual power ups may indicate that the device was switching on automatically and the user was intervening by turning the device off via the on/off button and by removing the pad-pak to power off the device. Investigation found the reported fault can be attributed to membrane failure. There was only one ten minute time out recorded. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.